Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an admiral xtreme pta balloon to treat a 80mm severely calcified lesion in the left distal common iliac artery (50% stenosis). The artery had a 6mm diameter and had little tortuosity. The device was prepped as per the IFU with no issues identified. The procedure using a 7fr 55cm non-medtronic guidewire and a 0.035" non-medtronic stiff guidewire. The inflation device used was a medtronic ac3200. The vessel was pre-dilated using an admiral xtreme balloon, and an everflex stent was successfully implanted. A second admiral xtreme was being used to post-dilate the lesion after stent implantation, but during the first inflation the balloon at 14 atm the balloon burst. All balloon fragments were retrieved. A third admiral xtreme balloon was then used and this balloon also burst at 14 atm during the first inflation. The balloons were retrieved as complete shape with no fragments found left behind. The procedure was completed using a 0.035" 7x40mm evercross pta balloon. No patient injury was reported.

Manufacturer narrative:
Product analysis: a visual and a tactile inspection was carried out on the device: traces of blood and radio opaque solution were detected on the device. The guidewire lumen was flushed without any leaks on the shaft. A guidewire 0.035" was advanced from the tip to the hub, no resistance was felt during the procedure. Negative pressure was applied to the system by a manometric syringe. A stream of bubbles was detected in the column. It was not possible to inflate the device. A pinhole was detected in the centre of the balloon, 30mm from the tip. If information is provided in the future, a supplemental report will be issued.